Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The 75% stenosed lesion being treated was located in the mildly calcified, moderately tortuous mid right coronary artery (rca). The lesion was not predilated. Ivus was performed and the physician attempted to place a 4.00x32mm liberte bare metal stent, but was unable to cross the lesion. The stent was found to have moved on the stent delivery balloon. The procedure was completed by predilating with a balloon (unknown size and manufacturer) and deploying another liberte stent. No patient complications were reported. Patient status reported as "no problem".